Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the field representative was unable to interrogate the subcutaneous implantable cardioverter defibrillator (s-ICD) while the patient was on dialysis. Boston scientific technical services (ts) was consulted and discussed the option of interrogating post dialysis due to potential interference. Ts advised that if the field representative was still unable to interrogate they should attempt to use a magnet to check for tones. The field representative noted post dialysis they were able to elicit tones with a magnet and also interrogate the s-ICD successfully. The device remains in service and no adverse patient effects were reported.